Event description:
It was reported that during a procedure using a dyonics rf-s whirlwind 90 degree probe ifs, the probe tip detached while inside the joint. This event caused a 35 minute surgical delay, while the detached tip was located and retrieved; the procedure was then completed using a backup device. There were no complications reported as a result of this event.